Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous the left popliteal artery. The physician placed the 1.5mm x 20mm x 142cm otw sterling es pta balloon dilatation catheter in the intended location. The sterling balloon was inflated one time to 6 atms and ruptured during the first inflation. The procedure was successfully completed with another of the same device. No patient complications were listed and the patient's status was reported as 'good'.

Event description:
Reporter alleged obtaining the results of 200 mg/dl and 100 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.